Manufacturer narrative:
The ge service rep could not replicate the problem. He removed all boards from the back of the workstation and checked all the fuses on the backplane were seated properly. Reinstalled all boards and booted system up. Found no seating issues with the fuses or boards. System operates as intended.

Event description:
Customer reported the system did not boot up. No patient injury was reported.